Event description:
In 2007, a gore propaten vascular graft was implanted in the left forearm (from the radial artery to the median cubital vein) for dialysis access. At about 44 days post-op, the patient had a graft infection. Pseudoaneurysm reaction was done, and the straight graft was converted to a loop a-v graft. The patient presented as thrombosis with stenosis and a thrombectomy was done at approx 74 days later. The patient presented as thrombosis with stenosis; a jump graft procedure was done at about one month later. The patient presented as thrombosis with stenosis; a pta was done and a stent graft (viabahn) was placed in the venous limb on three days later. The patient presented with a-v graft infection and the graft was removed at about two weeks later.

Manufacturer narrative:
Further investigation is pending.